Event description:
Boston scientific received information two days post implant, a revision procedure was performed. Reportedly, during the procedure, the lead was repositioned and dislodged. A decision was made to replace the lead. This lead was removed and replaced successfully. Upon removal, visual observation revealed body tissue on the lead's helix. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed the helix was retracted and tissue was throughout the helix mechanism. Analysis did not reveal any irregularities that would have contributed to the lead dislodgement.

Manufacturer narrative:
Should the lead be returned, analysis will be performed and this event will be updated.